Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection revealed tip damage (notched/misshapen/abrasions), a shaft kink located 9.4cm from the tip, a partial separation at the collar/shaft area, and kinks in the hypotube located 14.5 cm and 15.9cm from the strain relief. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis competed on 29oct2020. It was reported that the device could not cross the lesion. The 25mm x 2.2mm, 90% stenosed taget lesion area was located in a severely calcified left circumflex artery. A guidezilla catheter guide extension was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the guidezilla could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient is stable. However, device analysis revealed a partial separation at the collar/shaft area.